Manufacturer narrative:
As reported, during the procedure, the anchor of the 5f exoseal vascular closure device (vcd) failed to deploy, and intravascular fixation was not achieved. Another device of the same model was used. There was no reported injury to the patient. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were not inspected prior to use. The suitability of the femoral artery, including the insertion angle of 30¿45 degrees, was verified via angiography, and the vessel diameter was confirmed to be at least 5 mm. No visual damage to the indicator wire was observed prior to use, and no difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed to be reported. A deployment simulation evaluation was performed, during this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the indicator wire loop. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the procedure, the anchor of the 5f exoseal vascular closure device (vcd) failed to deploy, and intravascular fixation was not achieved. Another device of the same model was used. There was no reported injury to the patient. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were not inspected prior to use. The suitability of the femoral artery, including the insertion angle of 30¿45 degrees, was verified via angiography, and the vessel diameter was confirmed to be at least 5 mm. No visual damage to the indicator wire was observed prior to use, and no difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone # (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, the anchor of the 5f exoseal vascular closure device (vcd) failed to deploy, and intravascular fixation was not achieved. Another device of the same model was used. There was no reported injury to the patient. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were not inspected prior to use. The suitability of the femoral artery, including the insertion angle of 30¿45 degrees, was verified via angiography, and the vessel diameter was confirmed to be at least 5 mm. No visual damage to the indicator wire was observed prior to use, and no difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. The device will be returned for evaluation.